Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3093-33, lot # v020255, implanted: (B)(6) 2007, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that while the stimulation was turned on, it was turning off and patient's programmer seemed to work intermittently. It was stated that the patient needed to increase her amplitude quite a bit lately. It was believed that these were all signs of her implantable neurostimulator (ins) battery reaching the end of life although this had not been confirmed. A battery replacement might be needed but it was stated that the patient was not sure if she wanted to go through "that pain" again. It was stated that the patient was not able to leave her ins on all the time "because it got uncomfortable." This might be due to the continual increasing of the amplitude that she had found herself doing. It was also reported that the cause of the event was that patient programmer wouldn't respond. The event was attributed to the patient programmer. It was stated that "the patient sometimes did not get any response from her box." It was also noted that the patient did not keep her device on all the time. In addition, it was reported that the patient was noncompliant and was told that she needed to keep her "box" on at a low amplitude if she couldn't tolerate it since it made her have leg and hip pain. It was noted that explanting the device would also be a possibility. If additional information is received, a follow up report will be sent.